Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported the device to be touching the iris which resulted in increased intraocular pressure (iop). Topical eye medications were used to treat the increased iop. The device remains implanted.